Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer received an no delivery alarm. Blood glucose level at the time of the incident was unknown. Troubleshooting was not completed for the no delivery alarm as the customer declined transfer tot he 24-hour help line. Customer also reported during battery changes, the time delays on the pump. No harm requiring medical intervention was reported. The pump will not be returned for analysis. No product is expected to return for analysis.